Manufacturer narrative:
As part of a maintenance check on the device ro09005 , it was identified that the thermo roll-on of the laser connector required fixing. Repair of the themor roll-on was completed.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the optical distance sensor was non-functional. There was no patient involvement reported.